Manufacturer narrative:
G2: country of origin is india. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an healthcare provider (hcp) via manufacturer representative regarding a patient having spinal deformity correction procedure scoliosis correction case from t7-l4 double curve with crosslink used after the rod placement. Levels implanted was t7-l4. It was reported that during a scoliosis correction procedure, the tip of crosslink was broken during final tightening and no fragment remained in the patient. There were no patient complications or symptoms have been reported as a result of this event.

Manufacturer narrative:
H3: product analysis of part# 8115534, lot# 1037337w, visual and functional inspection confirmed the micro scissors have broken at the pivot pin. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.